Manufacturer narrative:
The hill-rom technician found the bed exit tape switch needed to be replaced. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Ensure the bed exit system works properly and that it places the appropriate call when activated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the bed exit tape switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit is not alarming. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).